Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 10 mm amplatzer septal occluder was selected for implant. During the implant procedure, while the device was being deployed, the occluder presented in a cobra deformation. The device was removed and replaced with another 10 mm amplatzer septal occluder to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable. No additional information was provided.

Manufacturer narrative:
The reported event of the device deploying in a cobra conformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.